Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and a full recapture was attempted unsuccessfully. A partial recapture was successful and the final placement of the device was appropriate in the laa ostium. The release criteria were met and the closure device was successfully implanted. The patient remained stable.